Event description:
Complainant alleged that during biomed testing, the keyboard on the device's front panel was not functioning. The tech then hit the top of the device, and the panel became functional. The complainant indicated that there was no pt involvement in the reported malfunction.